Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having an awkward bite contact area, their front teeth clash. Lower right side tooth still protrudes past upper row of teeth.they had to have their lower right molar crown replaced. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.